Event description:
The pt had the implant placed in 2005 and then as a result of traumatic subluxation another surgery was performed to correct this. During the surgery the surgeon thought he may have scratched the implant, so elected to replace it with another one.

Manufacturer narrative:
It appeared as though third body particles caused the individual scratches and that the scratches coalesced to form the gray areas. It is suspected that the use of a diamond burr to prepare an articular cup in the trapezium for the pyrohemisphere will result in diamond particles being shed from the diamond burr. These particles may become lodged in the bone and subsequently act as abrasive particles to cause burnishing wear. Two small regions of burnishing wear were observed on the impalant articulating surface. The degree of wear was low and unlikely to affect the structural integrity of the implant.